Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
It was reported that the customer received erroneous results for one patient sample tested for troponin and n-terminal pro b-type natriuretic peptide (pbnp). Of the two mentioned tests, the sample had an erroneous troponin result, which is reportable as a malfunction. Roche markets assays for both troponin t and troponin I. It was asked, but it is not known which assay was in use. The units of measure used for troponin were asked for, but not provided. The patient had a previous sample in the morning that resulted as 100 for troponin. A new sample collected that same day was tested for troponin and resulted as <7 . The <7 value was not reported outside of the laboratory. The new sample was repeated and resulted as 118 for troponin. The customer stated that this same sample had approximately the same results when repeated a second time on the same analyzer and a third time on another analyzer. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The troponin reagent lot number and expiration date were asked for, but not provided. The field service representative checked the analyzer and everything was ok. It was assumed that there was fibrin in the sample tube.